Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (dqy;lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado. During the procedure the pressure did not increase thereafter, the balloon was retrieved and pressurized outside the body. A small amount of leakage was confirmed from the balloon shoulder. Reportedly balloon shoulder allegedly detached. It was further reported that the balloon was replaced with a new balloon of the same product. It was passed through the lesion and expanded to 20 atmospheres, completing the procedure. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado. During the procedure, the pressure did not increase thereafter, the balloon was retrieved and pressurized outside the body. A small amount of leakage was confirmed from the balloon shoulder. It was further reported that the balloon was replaced with a new balloon of the same product. It was passed through the lesion and expanded to 20 atmospheres, completing the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D2b (dqy; lit), g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.